Manufacturer narrative:
H6: investigation summary: bd received one sample and three photos for investigation. The samples and photos were evaluated by visual examination and the indicated failure mode for tube collapse with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of tube collapse was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tubes, the device experienced tubes/ extenders with molding defects (non-cosmetic) that can be used. "The customer reported that a tube was found to be dented on its side surface."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tubes, the device experienced tubes/ extenders with molding defects (non-cosmetic) that can be used. "The customer reported that a tube was found to be dented on its side surface."